Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/20/2015: the device was returned to animas and evaluated by product analysis on 07/02/2015 with the following results: four battery compartment cracks were found: lateral side battery compartment lip toward case seal, battery compartment lip to case seal tangent to bumper, bumper to case seal, bumper toward case seal.

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked casing issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).